Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on site and the issue could not be duplicated. The system performed as intended. System logs were reviewed but did not provide additional information regarding the cause of the reported event.

Event description:
A medtronic representative reported that outside of a procedure, the ear, nose & throat (ent) software on the navigation system became unresponsive when loading a patient exam. The site rebooted the system and the patient exam successfully loaded and the system was fully functional. There were 6 CT scans and 480+ slices, one scan was not to protocol but the other 5 loaded without issue. It was possible to load exams without issue on the system in the tech services lab. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.